Event description:
It burned her tailbone area, could see her bone it was so deep [thermal burn]. Case description: this is a spontaneous report from a contactable consumer reported for a patient. A female patient of an unspecified age, and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in 2014, the consumer reported "take this product off the market, it burned my mom so bad she has been in the hospital for the burns two times so far, it burned her tailbone area and could see her bone it was so deep, this product should be banned, she still has not healed and it's been almost a year." Action taken with the product was unknown. At the time of the report, clinical outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Company case comment: based on the information provided, a possible association between the suspect product and the reported event 'it burned her tailbone area, could see her bone it was so deep' cannot be excluded. This case will be reassessed once additional information is provided. This case meets initial 30 day reportability. Follow-up (march 19, 2015): the follow-up report has been submitted to correct prior reported information: this is a spontaneous case received from a contactable consumer, not received via non-clinical study program.

Manufacturer narrative:
Follow-up (april 24, 2015): new information received from a contactable consumer included reaction data (included the verbatim in the narrative the patient was back in the hospital for the third time).

Manufacturer narrative:
Follow-up (may 7, 2015): new information received from a contactable consumer includes: therapeutic measures taken and hospitalization update.

Event description:
Therapeutic measures taken reported as "they had to spin blood and inject it into her tailbone area because the heatwrap burned her to the bone." At the time of the report, the clinical outcome of the event was not resolved. Upon follow-up received on may 7, 2015, the reporter stated her mother remained hospitalized.

Manufacturer narrative:
Follow-up (july 2, 2015): follow-up attempts completed. No further information expected. Follow up (july 28, 2015): new information received from a contactable consumer includes: patient details and medical history, product indication and dosage regimen, lot number, expiration date, concomitant medication, action taken, reaction data (events: wound, oozing, burn with blisters the size of a quarter, one foot wants to turn inward, could not get up, nerve damage, temperature went from 100 to 103 within half an hour, device misuse), and event outcome. Company clinical evaluation comment: based on the information provided, the event burned her tailbone area could see her bone it was so deep, wound and body temperature increased as described in this case are considered serious bodily injury necessitating medical intervention/ hospitalizations, and the events are assessed as associated with the use of the device. The other events wound secretion, foot deformity, could not get up, nerve injury, and device misuse are assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
There was a burn with blisters the size of a quarter/ it burned her tailbone area could see her bone it was so deep [burns second degree]. Temperature went from 100 to 103 within half an hour [body temperature increased]. Wound all the way down to the bone that's the depth of her second knuckle of her index finger [wound]. Burn oozes [wound secretion]. One foot wants to turn inwards [foot deformity]. Could not get up [mobility decreased]. Nerve damage [nerve injury]. Sleeping while wearing the product for 6-7 hours/ wearing pajamas with an elastic waistband/ attached the adhesive to body/ did not check skin under the product [device misuse]. This is a spontaneous report from a contactable consumer reporting on behalf of her mother. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip, lot number: g84314; expiry date: december 2015) in (B)(6) 2014, 1 patch on tailbone for lower back pain. The patient's medical history included diabetes and parkinson's disease since 2014 and ongoing, and neuropathy. Concomitant medications included ibuprofen (advil) and unspecified water pill and parkinson's medicine. On an unspecified date, the patient was sleeping while wearing the product for 6-7 hours, was wearing pajamas with an elastic waistband, and attached the adhesive to body. She woke up and felt it burning her so she tore it off. There was a burn with blisters the size of a quarter. The patient had to go to the bathroom and could not get up. According to reporter, apparently it did some nerve damage. The burn oozes and there is a wound all the way down to the bone that's the depth of her second knuckle of her index finger. In (B)(6) 2014, the reporter stated "take this product off the market, it burned my mom so bad she has been in the hospital for the burns two times so far, it burned her tailbone area could see her bone it was so deep, this product should be banned, she still not healed and it's been almost a year." Upon follow up the consumer reported her mom was back in the hospital for the third time because of those patches. In (B)(6) 2015, the patient's temperature went from 100 to 103 within half an hour and she was put in the hospital for antibiotics. Since the burn happened, the patient uses a walker and one foot wants to turn inward, the patient would classify her skin tone as very light/fair, has sensitive skin, but no abnormal skin conditions. The patient did not engage in exercise while using the product, did not check skin under the product while wearing thermacare, and unknown if read the usage instructions on thermacare before using the product. Action taken with thermacare heatwrap in response to the events was permanently withdrawn in (B)(6) 2014. Therapeutic measures taken reported as "they had to spin blood and inject it into her tailbone area because the heatwrap burned her to the bone." At the time of the report, the clinical outcome of the events burn with blisters the size of a quarter, wound, oozing, and one foot wants to turn inwards are not recovered. The outcome of the other events was unknown. Upon follow-up received on (B)(4) 2015, the reporter stated her mother remained hospitalized.

Manufacturer narrative:
As of (B)(4) 2015, the product quality complaint (pqc) group investigation results stated that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.